Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to boston scientific technical services (ts) and a recommended safe replacement interval was calculated. It also exhibited premature battery depletion (pbd) due to the declared code. This device was then successfully replaced. No additional adverse patient effects were reported.